Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies but occlusion alarms recur. System check was being performed with tandem technical support; however customer declined completing the system check. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 300 mg/dl.